Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead and the helix would not extend after several attempts. The lead was removed, and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. Distortion of helix inside the sleevehead was observed, and that prevented the helix extension. If information is provided in the future, a supplemental report will be issued.